Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the reported event. The treatment for peritonitis included vancomycin (route, dose and frequency not reported). The patient ended up in the hospital for unrelated issues and was reported to already be recovering from peritonitis at that point. At the time of this report, the patient had recovered from the reported event and the pd therapy was ongoing. Additional information was requested and was not available at this time. This is report 2 of 4.

Manufacturer narrative:
(B)(4). The device was not available; therefore, no evaluation could be performed. A review of all batch record documents was performed for potentially associated lot numbers 13a16h25 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Same patient as (B)(4).